Event description:
It was reported that during a da vinci-assisted urethrectomy surgical procedure, the erbe generator faulted with an error c-34. The customer replaced the erbe generator with a third party generator to continue the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system was checked and had no errors at the system startup. The procedure was completed with the reported coviden force triad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system and on startup un displayed c-34 hf voltage. The iesu will be returned to the original equipment manufacturer. Failure analysis concluded that root cause could be attributed to the c-34 hf voltage error on the generator.